Event description:
It was reported that in 2008, a gynecological procedure was performed on a patient with a large, fibroid uterus. During the procedure, the device started jumping and the blade stopped rotating. Another like device was used and the case was completed without patient consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.